Event description:
It was reported that the balloon test for foley catheter was carried out before fitting and no longer deflated. It was stated the catheter was not used on the patient. Per sample evaluation received on (B)(6) 2024, it was found that the sample cuff was mushroomed during evaluation.

Manufacturer narrative:
The reported event is unconfirmed. Visual: received one (1) all silicone foley catheter without original packaging. Visual inspection noted no obvious observations. The catheter balloon was inflated with 30ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under two (2) minutes with no leaks noted, returning 30ml of solution. However, cuffing was evidenced. This is within specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.